Manufacturer narrative:
The company service rep examined the system and found system message (sm) (air / fluid communication line nonconformity). The company service rep replaced the air/fluid controller printed circuit board (pcb) to address the issue. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a vitreo-retinal procedure, a system message displayed indicating that all surgical modes were unavailable, and the staff was unable to change any functions. The case was completed with a backup system following a delay of less than 15 minutes. There was no harm to the pt.